Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: the unit passed all functional and leak tests. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head had an image problem. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.